Manufacturer narrative:
Based on the current information provided, the cause of the intra-operative complication cannot be determined. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. A follow up MDR will be submitted if additional information is received. A review of the system logs for the event date of (B)(6) 2022 has been performed by an intuitive surgical, inc. (Isi) post market surveillance specialist and the following was observed: there were no observed events in the system logs that would suggest a product issue and the logged events are in line with normal system functionality. No image or video of the procedure was provided for review. This complaint is being reported due to the following: during a da vinci-assisted pulmonary lobectomy, the patient suffered an unspecified enteral injury. As a result, the case was converted to a thoracotomy. The cause of the complication is unknown. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred.

Event description:
It was reported that during a da vinci-assisted a lower left pulmonary lobectomy procedure, the patient suffered an unspecified enteral injury. The procedure was reportedly converted to open surgery as a result. The patient status and procedure outcome have not been provided at this time. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.